Event description:
It was reported the customer was hospitalized for a hypoglycemic event the reporting nurse will call back with more information on the hospitalization. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.